Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error two or three times. The blood glucose reading was 587 mg/dl at the time of the incident. The high blood glucose reading was treated with a syringe. The customer declined to troubleshoot for the high blood glucose readings. The customer was advised to discontinue use of the insulin pump and revert to their back-up plan. The insulin pump will be declined.

Manufacturer narrative:
Unit received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm. Motor passed motor test. No motor position encoder error alarm on alarm history screen. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.